Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's vibration was "weaker." Additionally, it was reported that the pump did not alarm as expected when a blockage occurred with a non-tandem infusion set cannula. There was no reported impact to customer¿s blood glucose. No additional information was provided. Customer declined troubleshooting with tandem technical support and declined to provide further information.